Manufacturer narrative:
Based on the available information, this event is being reported as a serious injury. The regional sales manager asked the nurses if they could provide additional event/patient information, but he was unable to obtain any further specific information. There is no identified contact at the hospital that can provide any further information. A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaint trend for the previous 12 months was performed and this is the only complaint of this type for this device. There is no indication of complaint trend based on this review. No nonconformance or corrective action preventative actions (capas) relating to the primary reason for this device complaint were found in the nonconformance reporting system for the previous 12 months of case creation. Based on the investigation conducted, this complaint cannot be confirmed. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware. The lot number was not provided. Reported to the FDA on (B)(4), 2014.

Event description:
A regional sales manager reported a nurse stated that around 7 or 8 months ago they had a patient who was using the device and there was skin breakdown noted in the perianal area.